Manufacturer narrative:
Submit date: (B)(6) 2016. The device history record (DHR) review indicated that there was no quality issue associated with this reported condition. All DHR¿s are reviewed for accuracy prior to product release. Because the sample was not returned, there is not enough evidence to confirm what caused this event, however the product specification was reviewed in order to identify the possible root causes for the sheath that pulled apart. With the available information it is not possible to confirm a root cause for this issue. It must be noted that in-process controls such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a dialysis catheter. The customer reports the device cannot be removed correctly from the patient because the break-away sheath cannot be pealed apart and it broke into small pieces during removal. There were no pieces that went into the patient's entry site. They asked for the presence of one more anesthetist to help to remove the break-away sheath by cutting it with scissors. The patient experienced loss of blood. The catheter has to be changed next week because of leakage. There is inflammation of the neck and there is pain. The customer reported additional information on the patient and any additional details of any type of medical intervention is not available.